Manufacturer narrative:
Device evaluation of monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 19:36:25 on (B)(6) 2021. At approximately 10:24:04 on (B)(6) 2021, the patient was in sinus rhythm at 90 bpm with pvc's. An arrhythmia was detected was detected two times from 10:25:39 to 10:25:59 on (B)(6) 2021. ECG shows vt from 120-110 bpm with motion artifact. Motion artifact obscured the patient's rhythm. Detection stopped at 10:26:12. At 10:26:24, asystole was detected. ECG shows vt at 100 bpm with varying amplitudes. At 10:26:42, an arrhythmia was detected. ECG shows vt at 110 bpm with motion artifact. Motion artifact obscured the patient's rhythm. The rhythm then degrades to vf with varying amplitudes. Detection stopped at 10:31:51. At 10:31:52, asystole was detected. ECG shows vf with varying amplitudes. Vf frequency was less than the rate threshold prevented the lifevest from treating the patient. The device was shutdown at 10:33:06 on (B)(6) 2021. Per continuous ECG recording, the patient was in vt from 120-100 bpm with motion artifact. Motion artifact obscured the patient's rhythm. The rhythm then degrades to vf with varying amplitudes and rb use from approx. 10:25:39 until the device shutdown at 10:33:06 on (B)(6) 2021.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 19:36:25 on (B)(6) 2021. At approximately 10:24:04 on (B)(6) 2021, the patient was in sinus rhythm at 90 bpm with pvc's. An arrhythmia was detected was detected two times from 10:25:39 to 10:25:59 on (B)(6) 2021. ECG shows vt from 120-110 bpm with motion artifact. Motion artifact obscured the patient's rhythm. Detection stopped at 10:26:12. At 10:26:24, asystole was detected. ECG shows vt at 100 bpm with varying amplitudes. At 10:26:42, an arrhythmia was detected. ECG shows vt at 110 bpm with motion artifact. Motion artifact obscured the patient's rhythm. The rhythm then degrades to vf with varying amplitudes. Detection stopped at 10:31:51. At 10:31:52, asystole was detected. ECG shows vf with varying amplitudes. Vf frequency was less than the rate threshold prevented the lifevest from treating the patient. The device was shutdown at 10:33:06 on (B)(6) 2021. Per continuous ECG recording, the patient was in vt from 120-100 bpm with motion artifact. Motion artifact obscured the patient's rhythm. The rhythm then degrades to vf with varying amplitudes and rb use from approx. 10:25:39 until the device shutdown at 10:33:06 on (B)(6) 2021.

Manufacturer narrative:
Device evaluation of monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.